Event description:
It was reported that following the implant of a transcatheter valve, paravalvular leak (pvl) was observed and a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced. Following the post-implant bav, the valve dislodged into the ascending aorta. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 millimeter (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgement, the implant depth on the ncc was 4 mm, and the implant depth on the lcc was 5 mm. Subsequently, a second valve was implanted in the annulus. Following the implant of the second valve, there was no pvl and a mean gradient of 4 millimeters of mercury (mm hg) was noted. Per the physician, the patients anatomy, specifically 65 degree root angle with sweeping ascending aorta, and shallow depth of implant contributed to the dislodge. It was noted that a one hour delay occurred as a result of the dislodge.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012879041, use by date: 2027-06-19, UDI: (B)(4). Updated: b2, b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, paravalvular leak (pvl) was observed and a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced. Following the post-implant bav, the valve dislodged into the ascending aorta. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 millimeter (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgement, the implant depth on the ncc was 4 mm, and the implant depth on the lcc was 5 mm. Subsequently, a second valve was implanted in the annulus. Following the implant of the second valve, there was no pvl and a mean gradient of 4 millimeters of mercury (mm hg) was noted. Per the physician, the patient's anatomy, specifically 65 degree root angle with sweeping ascending aorta, and shallow depth of implant contributed to the dislodge. It was noted that a one hour delay occurred as a result of the dislodge. Additional information was received that a non-medtronic (safari xs) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The shallow implant depth of the first valve was not intended. The pvl severity was moderate-severe.